Event description:
Reportable based on analysis completed on (B)(4) 2012. It was reported that during a percutaneous coronary intervention, the stent delivery system was unable to cross the lesion. The 95% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. Pre-dilation was performed with a 2.5x15mm maverick balloon. The 4.5x12mm liberte coronary stent was advanced into the patient, but was unable to cross the lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is good. However, device analysis revealed the stent was damaged.

Manufacturer narrative:
Device is combination product (B)(4). Visual examination of the returned device observed the stent was pulled distally on the balloon; the proximal edge of the stent was positioned at 1mm distal to the distal edge of the proximal markrerband. Stent struts were raised on the 4th row from the proximal end and on the 3rd row from the distal end. No issues were noted with the tip profile. No kinks were present along the entire length of the shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).